Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, when taking the second fire on the stomach, the stapler would only fire about halfway and then got the excessive tissue error on the screen and would not allow the surgeon to complete the fire. The surgeon opened a manual handle and used a black reinforced load to complete the case. There was no patient injury.